Event description:
Information was received from a patient whose pump was implanted for failed back surgery syndrome and non-malignant pain. The drug being delivered by the pump at the time of the event was unknown. The patient had not been a patient of the physician and had not had a pain device (drug pump) for 5 or 6 yrs since it had been taken out a month post-implant, it also had been put in the wrong place to help the patient

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.